Manufacturer narrative:
(B)(4). Supplementary report will be filed once the parts are returned to manufacturer for analysis.

Event description:
Facility alleged that staff was using the lift to remove a patient from the wheelchair. With sling under the patient and hooked to the sling bar. Started to lift the patient and with pressure on sling, patient still in chair, the slingbar came unhooked and hit the wheelchair. No injury was alleged.